Event description:
The recipient's device was reportedly explanted. The recipient was reimplanted with another advanced bionics cochlear device. Advanced bionics is in the process of obtaining additional information. When additional information is received, a supplemental report will be submitted.

Manufacturer narrative:
The recipient's device was reportedly explanted for a technology upgrade.

Manufacturer narrative:
The external visual inspection revealed that the silastic overmold was cut at the electrode lead. This is believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The device passed the electrical tests performed. The device passed the tests performed. The older device configuration is not currently manufactured. This is the final report.